Manufacturer narrative:
Corrections: adverse event inadvertently selected on the initial 3500a, corrected to product problem. Type of reportable event was inadvertently left blank on the initial 3500a, corrected to malfunction. Evaluation: the device was returned to the manufacturer for analysis. The spring tension and movement was found to be normal on the reference frame. With markers attached and fully seated, the frame returned good geometry and divot error readings. The frame was found to be fully functional. No problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
RMA issued. Replacement perc pin shipped to site 07/01/2013. Medtronic representative following-up at the site completed an o-arm spin on a demo spine model and was able to confirm the system is accurate. Images from the case show that the perc pin was not placed properly in the psis. It was noted that the perc frame spring does not appear to be functioning properly. As such, the frame can rotate without going back to its locked position. Suspect device has not been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a lumbar spine procedure, the surgeon alleged a 1cm inaccuracy in the sagital view on an o-arm spin, after initial acquisition. Percutaneous pin was used for reference frame option. All other views appeared to be accurate. Another navigated spin was attempted later in the case but was not used because the reference frame was moved. The surgeon completed the procedure successfully without the use of o-arm / navigation. There was no impact on patient outcome.